Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while entering in her blood glucose level. The customer's blood glucose level was 5.9 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.